Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and found the sensor retracted inside of the sensor and broken.

Event description:
The customer called in to report a change sensor alert. The customer also reported a bad sensor alert after two consecutive cal error alerts. The customer's blood glucose level was 136 mg/dl. The customer removed the sensor and the cannula was missing. The customer did not feel any discomfort near the insertion site. The customer was advised that the sensor would be replaced, and to return the malfunctioning sensor back for analysis.